Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
Pre-op diagnosis: metastatic spinal tumor at th11 (prostate cancer) procedure: posterior spinal fusion (psf) levels: th8-l2 it was reported that on (B)(6) 2015, intra-op, tip of a driver was broken. Other driver was used and the surgery was completed without further problem. The surgical time was extended less than 15 min. The device was used in patient. No complications were reported.

Manufacturer narrative:
Additional information: product analysis : visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.